Manufacturer narrative:
The complaint flexitrunk nasal tubing is expected to return to fisher & paykel healthcare in (B)(4), but has not yet arrived. A follow up report will be provided upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that a flexitrunk infant nasal tube had tears in the tubing. No patient consequence was reported.